Manufacturer narrative:
UDI - the lot number is unknown for the product code reported. The actual device was returned to the manufacturing facility for evaluation. The catheter was found to be ruptured near the tip of the catheter hub. The length of the catheter measured 32mm long. Based on this measurement it is likely that no other portion is missing. Microscopic inspection of the cross section view observed that the sample was deformed elliptically, and the damaged was found to be smooth and rough in irregular patterns. A review of the manufacturer inspection records for the past five years was conducted with no relevant findings. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026. All available information has been placed on file in quality assurance for tracking, trending, and follow up.

Event description:
The user facility reported that the sr-sfa2232 device was observed to be damaged. Follow up communication with the user facility reported: nothing was felt during skin penetration; a catheter rupture was noted after removal; the start time of the event is unknown and the catheter was removed six days after administration; implementation of saline infusion during patient care is unknown; surgical incision was successfully conducted to remove the catheter fragment; and current condition of the patient has been reported to be recovered.